Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown construct: tomofix plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: li, m. Et al (2022), influence of non-full application of tourniquet on perioperative results of arthroscopic high tibial osteotomy, chinese journal of clinical anatomy vol. 4 (4), pages 475-480 (china). This retrospective study aims to investigate the effect of non-whole course use of tourniquet on clinical outcome in arthroscopic high tibial osteotomy. Between june 2018 to january 2022, a total of 72 patients (40 male and 32 female) with a mean age of 58.04 years were included in the study. The patients were divided into two groups: the full tourniquet group with 38 patients (20 male and 18 female) with a mean age of 58 years, and the non-full tourniquet group with 34 patients (20 male and 14 female) and a mean age of 58.09 years. All patients were fixated with tomofix locking plate, synthes and were followed-up to 3 months. The following complications were reported as follows: full tourniquet group. - one patient had hinge fracture, which healed after conservative treatment without loss of correction angle. - 11 thigh pain. - 2 patients with incision complications. - 2 patients with deep vein thrombosis (dvt). Non-full tourniquet group. - 3 thigh pain. - 2 patients with incision complications. - 2 patients with deep vein thrombosis (dvt). A copy of the literature article is being submitted with this medwatch. This report is for an unk - construct: tomofix plate/screws. This is report 1 of 1 for (B)(4).